Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was capped and replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's ventricle lead was capped and replaced on (B)(6) 2025 for unknown reason. The patient condition was unknown.